Manufacturer narrative:
Additional information: d4 serial number has been updated based on the returned product. The sensor (B)(4) has been returned and investigated. Visual inspection has been performed, and no issues were observed. The adhesive was returned on the sensor. Extended investigation has also been performed. The device history record (DHR) was reviewed and verified that the unit passed all tests on the line. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. The investigation identified that all process were effective.. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an adverse skin reaction after 3 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as "itching, skin discolored and break out" at the sensor site and had contact with a healthcare professional who prescribed hydrocortisone cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after 3 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as "itching, skin discolored and break out" at the sensor site and had contact with a healthcare professional who prescribed hydrocortisone cream for treatment. There was no report of death or permanent injury associated with this event.